Event description:
Right knee patella replacement - 2002. Past few months recurrent right knee pain. Symptoms progressed limiting gait and ambulation. Removal (B)(6) 2004 due to loose, mechanical complications.